Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-00352. It was reported the patient underwent an scs trial procedure on (B)(6) 2017. Later that night, the patient began to experience chest/back pain and difficulty breathing whether stimulation was on or off. In turn, the patient went to the emergency room. An MRI was performed and revealed no anomalies. Allegedly, their doctor believes the issues the patient was experiencing was related to their post procedure pain. It was also reported the patient experienced gait issues and weakness. As a result, the patient's trial leads were removed. The patient's issue(s) have resolved.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-00352.